Event description:
Info received that foot end casters and left head caster swivel when pushed in brake. No injury reported.

Manufacturer narrative:
Technician found that both foot end casters and left head casters would swivel when pushed in brake mode. Replaced all affected brake casters to resolve this issue. Bed located in ed.